Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges that the consumer smelled a burning smell coming from the chair and when her technician evaluated it, they noticed the left brake lever was melted.